Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 700 (mg/dl) and large ketones. While in the ER, the customer was treated with intravenous insulin. After 7 hours, the customer left the ER with bg levels down to 292 (mg/dl). Reportedly, the continued elevated bg level is due to a bladder infection and bacteria in their blood stream. System check with tandem technical support indicated the pump was performing as expected. It was indicated that the customer had contacted their health care provider for additional assistance.